Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a small hole in the patient line of the homechoice cassette which resulted in a leak. This was noted during fill one of four of peritoneal dialysis therapy. The patient stated that the hole was near the patient line connector where the patient line connected to the transfer set. The patient also said that it was difficult to connect the patient line to the transfer set and they had to use excessive force. The transfer set had no damage and they have not had any issues setting up or performing therapy since. There were also no issues noted with the cassette prior to setting up. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to these reported conditions during the manufacture of this lot; however this review did find similar complaints for this lot number for the reported problem of leak. The device was not returned for analysis; therefore, no evaluation could be performed. Should additional relevant information become available, a supplemental report will be submitted.